Event description:
It was reported that the device presented in a hardware reset upon interrogation. The patient received a new heart via transplant the night before. The leads were cut to facilitate the implant. Technical services observed a chance during the transplant that the device may have shorted, or post op the lead could have oversensed and shorted the device. The device was explanted and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.